Event description:
It was reported in neurosurgery that the patient with 87.2% stenosis complained of acute onset of severe headache and loss of vision as the stent system was advanced to the opthalmic segment of the internal carotid artery (ica). The stent system was removed and the procedure terminated for patient safety. The patient made a full recovery.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2006 to (B)(6) 2008.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Severe headache and transient loss of vision are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in neurosurgery that the patient with 87.2% stenosis complained of acute onset of severe headache and loss of vision as the stent system was advanced to the opthalmic segment of the internal carotid artery (ica). The stent system was removed and the procedure terminated for patient safety. The patient made a full recovery.